Manufacturer narrative:
Investigation into this complaint included a customer data review, retain/file sample review, a quality data review, and a complaint history review. Investigation is summarized as follows: customer data review: customer results were reviewed. The runs were valid. The assay met specification requirements as no error codes or flags were displayed for the run controls. The assay and software is performing correctly with correct interpretations. There is no indication that the alinity m hr hpv amp kit (list 09n15-090) lot 401241 is performing outside of established design performance specifications based on the elements reviewed in this section. Retain/file sample review: file sample testing was performed. A product deficiency could not be identified by the file sample evaluation for the alinity m hr hpv assay (list 09n15-090) lot 401241. The assay reagents performed as expected and met the assay specification requirements without any error/message codes or performance related flags on the run controls. All replicates passed and there were no instances of false negatives. Quality data review: device history record / batch record review: review of the manufacturing packets for alinity m hr hpv amp kit (list 09n15-090) lot 401241 (including the components) did not identify any issues which could result in the reported complaint. Additionally, the quality control (qc) testing for the alinity m hr hpv amp kit (list 09n15-090) lot 401241 (including the components) met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA / non-conformance review: a CAPA lot search was performed to identify any existing internal quality records which could result in the reported complaint during production or internal use. No existing internal quality records related to the reported complaint were identified as a result of this review for the reported lot. Complaint history review: a complaint review was performed to identify any similar complaints to the ticket being investigated for alinity m hr hpv amp kit (list 09n15-090) lot 401241. Complaint trending was performed and did not identify a new adverse trend. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m hr hpv amp kit (list 09n15-90) lot 401241 was not identified.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval. As the event occurred with multiple lots, the following mdrs have been submitted for the following lots: 3005248192-2024-00224, lot number: 401548 , lot number: 401241.

Event description:
The customer reported 3 false negative results while using the alinity m high risk (hr) hpv assay. The customer reported that for the 3 samples, the initial result was "not detected." In each case, the sample was retested due to "aberrant" amplification curves, and the retest result was positive for hpv. All the samples were cervical samples in preservcyt collection medium. The customer was not expecting a specific result, but did not trust the "aberrant curves." The customer sent the samples for confirmation to a cytopathology lab and the samples all came out with a positive hpv pattern. Sample ID , test date, alinity m hr hpv test result. (B)(6), on (B)(6) 2024, not detected. (B)(6), on (B)(6) 2024 , other hr hpv b. Sample ID test date alinity m hr hpv test result (B)(6), on (B)(6) 2024 , not detected. (B)(6), on (B)(6) 2024 , other hr hpv b. Sample ID test date alinity m hr hpv test result (B)(6), on (B)(6) 2024, not detected. (B)(6), on (B)(6) 2024 , hpv18. (B)(6), on (B)(6) 2024, hpv18. There was no report of impact to patient management. Sample ID (B)(6) were tested with lot 401548 and submitted under MDR 3005248192-2024-00224. Sample ID (B)(6) was tested with lot 401241 and submitted under MDR.